Event description:
Reporter alleged patient's blood glucose measured 253 mg/dl compared to a lab result of 89 mg/dl, when testing was performed 5 minutes apart. It was stated when control testing was performed the level 2 control tested outside of an acceptable range on the first attempt, however, during a second attempt both level 1 & 2 passed. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.